Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) had stripped electrical wires and there was arcing to the peritoneum and fat. There were no reported consequences for the patient. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissor (mcs) instrument that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. Review of the instrument logs found that the multiple use device used during the reported procedure was used in subsequent procedures after the reported event date and has 1 use remaining: mcs instrument (lot number: k14231026-0023).